Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. The device was visually inspected, power on self-tested and the alarm log was reviewed. During visual inspection the door latch was found to be broken; the cause of this was unknown. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have a broken door latch. There was no patient involvement. No additional information is available.